Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2019, the patient underwent oblique lumbar interbody fusion due to degenerative disease. Intra-op, the product broke during implantation. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No injury to the patient has been reported due to this event.

Manufacturer narrative:
Product analysis: visual review confirms the instrument is broken several threads down from the tip of the threaded rod. No surface defect identified that could contribute to crack propagation. Microscopic examination of the fracture surface finds a fracture with no indication of torsion or fatigue, with directional river consistent with overload. Conclusion: the above observations are consistent with overload. If information is provided in the future, a supplemental report will be issued.